Event description:
A peritoneal dialysis patient has reported dialysis solution is leaking out of the cassette and into the cycler. There was no known patient ill effect. Sample is not available for evaluation.